Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient saw the doctor last month post operative to a hernia repair due to increasing pain and was told that his mesh was bad and need to come out because it migrated came unstitched or deteriorated. The patient was having pain and suffering and a hernia reoccurred.